Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted to the emergency department via emergency medical services with complaints of a nosebleed followed by a sudden headache and lightheadness. Patient also reported 2-3 syncope episodes within 30 mins. Patient denies any head trauma. Patient states lightheadedness is acutely aggravated with position changes and the headache improved after receiving fentanyl. Patient was also given phenergan and normal saline. A head CT was performed and was unremarkable, chest x-ray showed no cardiopulmonary abnormalities and labs were also unremarkable. Patient was given the option to be admitted under observation or discharged home with close follow-up. Patient chose to go home. Patient was discharged on (B)(6) 2019. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not conclusively be established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The heartmate 3 lvas instructions for use (IFU) lists bleeding as an adverse event that may be associated with the use of heartmate 3 lvas. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.